Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined that system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that 230 volts coming into both pcs and 230 volts was present on both plugs and confirmed that both ippc and host pc were defective and needed replacement. The fse replaced the ippc, host pc and hdds. The defective ippc and host pc were returned to philips for further analysis. The analysis confirmed the malfunction of the ippc and host pc and identified that the failure of ippc was due to the failed memory and the failure of host pc was due to the failed hdd. Following the replacement of the ippc and host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system failed to bootup. The device was outside clinical use at the time of the event. No harm to the patient or user was reported. The fse replaced the ippc, hard drives and host pc and the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.